Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "customer reported no video image" involving pentax medical video gastroscope model eg29-i10c-us, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 10-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed a poor quality image and documented the following inspection findings: image blurry or foggy, bending rubber, severe discoloration, passed wet leak test, passed dry leak test, insertion tube mild discoloration at stage 1, fluid invasion not observed in pve connector, fluid invasion not observed in control body, hole in # 1 remote control button cover, air/ water socket cylinder o-ring chipped. The device underwent repairs including the following components: distal end assy w/tubes & cmos assy, bending rubber. Model eg29-i10c-us, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair and approved by final qc as of 01-sep-2021.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.